Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer's blood glucose was 245 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, off no power test, rewind, self-test, unexpected restart error test. The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Analysis was unable to verify compromised force sensor alarm due to motor error alarms. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump had a cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, missing end cap sticker and corroded battery tube.